Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that the patient was in an atrial fibrillation (af) arrhythmia with rapid ventricular response (rvr). Upon review, the presenting egm showed the device delivered a burst of atp and shock. Ts discussed programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that the patient was in an atrial fibrillation (af) arrhythmia with rapid ventricular response (rvr). Upon review, the presenting egm showed the device delivered a burst of atp and shock. Ts discussed programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that the patient was in an atrial fibrillation (af) arrhythmia with rapid ventricular response (rvr). Upon review, the presenting egm showed the device delivered a burst of atp and shock. Ts discussed programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was received indicated that during a follow up visit, this implantable cardioverter defibrillator (ICD) stored ventricular episode that showed the device had delivered a burst of anti-tachycardia pacing (atp) and shocks inappropriately to convert af with rvr rhythm. Technical services (ts) provided programming optimization recommendations. At this time, the ICD remains in service. No additional adverse patient effects were reported.